Event description:
A 2.5mm diameter x 12 mm length medtronic ave s540 stent delivery system was inserted into the first diagonal artery. After insertion of the stent delivery system, the stent dislodged from the stent delivery system into the left anterior descending artery. The stent was then successfully snared from the pt. Based on the provided info the IFU was followed for removal of an undeployed stent. There is lack of info to determine the direct cause of the event. There is no further clinical sequelae reported relative to the event.